Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The tlc55 proximate linear cutter comes loaded with a tcr55 standard/blue staple cartridge. Is the complaint device the tcr55 reload? If yes, what is the lot or batch number for the tcr55? If yes, was the tcr55 received pre-loaded in the tlc55? Is a photo of the packaging label of the complaint device available? At this time, the complaint device was reported to be tlc55, lot number r4003r ((B)(4)).

Event description:
It was reported: barcode error. During caesarean exploration, one tlc55 and one tcr55 were used, however since barcode error, it displayed two tlc55 after scanning barcode, which will led to mistake in charging patient.